Event description:
It was reported that "revised, pt experiencing severe groin pain. Failed left hip. Rep will send op reports. No xrays."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded due to the hospital policy and not returned to the manufacturer. Received information indicated that x-rays are not available. Additional information including op reports was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.